Manufacturer narrative:
This report is being submitted as follow up no. 1 to the update to the h3 section and to provide the completed investigation results. One used regular tr band assembly along with the inflator was returned for product evaluation. Visual inspection revealed that the microscopic and fluoroscopic images of the air inlet had no anomalies observed. The tr band was inflated and then submerged under water. There were bubbles observed around the air inlet port/valve indicating air leakage. The valve was deconstructed and yellow particles along with a gel-like substance were observed. Fourier transform infrared spectroscopy was done to identify the composition of the yellow particles and the gel like substance. The testing of the sample revealed that the yellow particles were polydimethylsiloxane (pdms) and the gel-like material was polycaprolactam (nylon 6). Based on the provided information and investigation results, the reported event has been deemed manufacturing related and the quality system is investigating similar events.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used on the patient; see MDR no. 3013394970-2019-00092 for the second device reported that was used on the same patient.

Event description:
The user facility reported while the tr band would inflate with no issue, as soon as the syringe was removed the air would come out of the band completely. The procedure outcome was good using another band. The patient was in good condition.